Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed moisture in the pump and a cracked and leaking battery compartment. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: two battery compartment cracks observed, one from thread area to case seal and one in thread area. Evidence of moisture contamination inside battery compartment. Leak test shows leak at battery compartment crack. Pump case was removed, no evidence of additional moisture contamination or loose components found inside pump. Battery cap is unable to fully tighten due to battery compartment cracks. A test cap was used and was also unable to fully tighten. The pump was exercised for (B)(4) hours. No power loss or battery related warnings were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release